Manufacturer narrative:
Additional information was added to d4: lot #, d4: expiration date, d4: unique identifier (UDI) #, h4: device manufacture date, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and broken occluder legs beneath the twist clamp was observed. Leak, clear passage, and clamp function testing were performed, and an internal leak through the closed twist clamp caused by broken occluder legs was observed. No external leak was observed. The cause of the broken occlude legs could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set was loose which resulted in a leak. This was identified during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with prophylactic antibiotics. No additional information is available.